Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm. Customer's blood glucose was 69 mg/dl. The customer did not troubleshoot at the time of the call as the alarm was resolved with an infusion set change. Customer was advised of the priming process that needed to occur after receiving the alarm. No additional information provided.